Event description:
It was reported that during an unspecified procedure, a vessel rupture occurred. A fistulogram revealed an "inflow stenosis." The gladiator was advanced to the lesion, inflated and a vessel rupture occurred. The number of inflations and to what atmospheres is unknown. It was noted that the physician did not take the balloon past rated burst and that the catheter "did not center upon inflation." It is unclear if there was a rupture of the balloon. A covered stent was placed to treat the vessel rupture. No further patient complications were reported and the patient's status is unknown.

Event description:
It was further reported that the procedure was a fistulogram. The target location was a fistula located in the patient's arm. The balloon was removed intact. The patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).